Event description:
It was reported during an a/v fistula declot procedure, the doctor had difficulty deploying the device and the fluency tracheobronchial stent graft jumped 2cm. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not yet arrived at the manufacturing site for evaluation. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the vascular system has not been established. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.